Manufacturer narrative:
Concomitant medical products: bd 10ml IV bag, 0.9% nacl, injection usp, model 306547, lot 4349733, therapy date: (B)(6) 2015. The customer¿s report of a leak was confirmed. Visual inspection of the set noted damage on the connector¿s thread area which prevents the mating connector to be tightened onto the connector. There were no other anomalies. Functional and pressure testing was performed; a leak was observed at the engagement between the maxzero connector¿s female end and mating connector. The root cause was identified as due to the damage on the connector¿s thread area.

Event description:
The customer reported a leak.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.